Event description:
The complainant alleged that the medics were defibrillating a pt (age and gender unknown), but when the energy was discharged the stat pads multi-function electrodes (part number 89004000) that were being used with the device arced at the apex pad. The medics then pressed down on the electrodes in an attempt to gain good pad/skin contact, but the electrodes arced on two additional attempts at defibrillating the pt. The medic then obtained another device and applied another set of electrodes to the pt and continued pt defibrillation. The pt subsequently expired. The complainant indicated that the used electrodes would not be returned to zoll for eval, as the pads were inadvertently discarded subsequent to the event. In addition, the complainant was unable to supply zoll with the lot number of the used pads, as the electrode packaging was also discarded.